Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a proximal pancreaticoduodenectomy procedure, at the 5th firing, the surgeon tried to fire the device from pancreas toward the back wall of the stomach, but a crack sound was heard and the firing did not advance. Another device from the competitor was used to complete the case. There was no patient injury.